Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated, and the reported device damaged by another device appears to be user technique/procedural circumstances. The difficult or delayed positioning and poor image resolution was due to patient¿s anatomy. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds referenced is being filed under a separate medwatch report.

Event description:
This is being filed to report that during the procedure, the clip interacted with an implanted clip causing an single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip (cds0601-xtr, 90311u254) was implanted. A second clip delivery system (cds) (cds0601-xtr, 90409u294) was advanced and the clip came in contact with the first clip when the second clip was inverted and retracted to come above the mitral valve. The first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) then, the second clip became entangled in the ruptured chords. Troubleshooting was performed, and the clip was able to be freed. The cds with the clip was removed from the patient anatomy. A third cds was advanced without issue and the clip (cds0601-xtr, 90803u184) was implanted treating the slda. A fourth clip (cds0601-xtr, 90724u169) was used but the clip became caught on the ruptured chords as well and was not implanted. Trouble shooting was performed, and the clip was freed. The cds and clip were removed without issue. There was no additional damage noted to the chords. Two clips implanted reducing mr to 3-4. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.